Manufacturer narrative:
Updated: d9, g3, g6, h2, h3, h6.

Event description:
Rollator "flipped back."

Manufacturer narrative:
It was reported that the user was sitting on the device, "backed up, wheels hit transion strip from carpet to floor and rollator flipped back and collapsed into folded position. It was reported that an ambulance took the user to the emergency room. It was reported "brain scan at ER showed bleed. I was immediately transferred to trauma center. Three more brain scans over next 10 hours showed bleed contained. They tried to send to their pt rehab center but I refused that plus home health pt". Additionally, medication was prescribed and follow up with neurology, including additional "scan". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.